Event description:
This is filed to report clip opening while establishing final arm angle (efaa) it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. During establishing final arm (efaa) test, the clip opened <5 degrees and mr worsened. Standard troubleshooting was performed, but the issue was not resolved. It was noticed that the reason the mr worsened was due to insufficient leaflet insertion. The clip was re-opened and leaflets were re-grasped. Leaflet insertion was confirmed, and the clip was deployed with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported unintended movement (clip open - efaa) associated with the clip opening <5° during efaa was due to clip settling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.